Manufacturer narrative:
Batch review performed on 11-jun-2024 lot 2244436: (B)(4) items manufactured and released on 30-jan-2023. Expiration date: 2028-01-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 11 months after primary, the patient came in reporting instability and the cause is unknown. The surgeon revised the liner (14mm) with a thicker one (17mm) and the surgery was completed successfully.